Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 104mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk.